Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
Expiration date changed from 09/30/2013 to unk.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced seizures, vaginal/bladder pain, urinary retention, sinus bradycardia, discomfort, vagina defect, burning, transient ischemic attack, anxiety and required additional surgical and non-surgical interventions.